Manufacturer narrative:
The reported device does not meet criteria for reporting as it is not approved for sale in the us. The initial MDR 3500a was filed in error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, a patient experienced intraocular pressure (iop) >10 mmhg higher than baseline mean unmedicated diurnal iop. Additional information was requested.